Manufacturer narrative:
Correction: additional review indicated should be marked as ¿malfunction.¿

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that her healthcare provider(hcp) wanted an MRI of her left hip to see if she had overactive bladder (or). Patient stated she had symptoms of it as she had been rushing to the bathroom or the hospital. Patient reported her implantable neurostimulator (ins) stopped helping her on (B)(6). It was indicated that she saw her hcp a day prior to this call. A day later, patient further reported she wanted to know when hcp could get her in for surgery for her overactive bladder. Patient stated her hcp office told her to call the manufacturer and gave her the phone number. It was reviewed with the patient that the manufacturer do not schedule the surgery. Patient indicated she would call her healthcare provider. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.